Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damage catheter is confirmed and was determined to be use related. One 4 fr single lumen groshong clearvue catheter with flushing hub and stylet inserted was returned for evaluation. An initial visual observation showed use residue on the returned sample. The catheter was flushed with a 12 ml syringe of water and a leak was observed near the distal end of the catheter, proximal to the valve. A microscopic observation revealed a ¿c¿-shaped split and a hole approximately 2.1 cm and 2.4 cm proximal to the distal tip of the catheter, respectively. The distal tip of the stylet was observed to be positioned between the observed split and hole. The edges of the split and the hole were observed to be rough with flat and granular fracture surfaces. The hole in the catheter appeared to be missing material. The location, shape, and texture of the damage observed in the returned catheter are indicative of damage caused by the stylet tip; this can be caused by manipulation of the stiffening stylet within the catheter without first flushing the catheter and/or forceful insertion of the stylet and catheter against resistance. The product IFU states: ¿preflush catheter with sterile normal saline or heparinized saline to wet stylet.¿ a lot history review (lhr) of recv1511 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that customer having noticed a catheter punctured by the guide wire itself when opening the package. Product was not used. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv1511 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that customer having noticed a catheter punctured by the guide wire itself when opening the package. Product was not used. No other information was provided.